Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was planned for use during a biliary stenting procedure in the common bile duct of a patient. During the unpacking of the device, it was noted the device tip was squeezed, not allowing the device to be backloaded on the guidewire. The procedure was successfully completed with another flexima biliary stent system. There was no patient contact with the complaint system.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).